Event description:
As it was reported by the affiliate via email: the hub of the 2.75 x 23 mm cypher select stent broke while it was being flushed. No anomalies were noted when the device was taken out of the package. The device was not pulled by the hub. The device prepped properly according to IFU. No difficulty was encountered flushing the sds or connecting the indeflator to the device.

Manufacturer narrative:
This device (B)(4) is distributed outside the united states; however, it is similar to the united states product cxs 23275. The product is available for analysis. Additional information will be submitted within thrity days upon receipt.